Manufacturer narrative:
(B)(4).

Event description:
It was reported the cvc kit was being used in the research department on an animal. The guide wire was fed through the dilator without issue. The catheter was then inserted and when removing the wire from the catheter it unraveled. No additional kit was used.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was unraveled at 13 cm from the proximal end and separated into three pieces. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw the guide wire against the needle bevel and not to use excessive force during removal. Based on the circumstances, operational context caused or contributed to the event. No further action will be taken.